Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 84 patient samples on a cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. The results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot is z_53_2022. The k electrode lot is j11_2022. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found bubbles in a cell syringe. The na electrode was changed and primed and ise checks were performed successfully. The customer ran calibration and qc successfully. The investigation found that there were low calibration signals observed 2-3 days prior to the event. The root cause of the event was found to be consistent with calibration errors. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.